Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction. Service evaluation verified keypad malfunction. The cause was identified to be contaminate in the j5 connector of the processor board. The device is damaged beyond repair opportunities, and therefore the correction required was device replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a keypad malfunction. No additional information is available.